Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not annunciating audible tones although the volume was set to "high". Customer's blood glucose (bg) ranged from 450-500 mg/dl. Customer activated a temporary rate on the pump or delivered a bolus via pump to address bg. Reportedly, customer will continue to use pump for insulin therapy.